Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation.

Manufacturer narrative:
(B)(4). The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An investigation performed by our clinical medical team noted the single x-ray photo provided was a post-revision image dated (B)(6) 2016 and does not demonstrate the reported dislocation. No further clinically relevant documentation was provided to include in the medical assessment. Based on the limited information that was provided we are unable to rule out trauma, procedural or device variances; as contributing to the event. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.